Manufacturer narrative:
The customer was given the part number and pricing for replacement power pca, therapy pca memory kit which would bring the device back to functionality. The customer, as of (B)(6) 2018, has yet to make a decision on the previously noted actions required to bring the device back to functionality. The device remains at the customer site.

Event description:
It was reported to philips that the device had taken a fall and does not recognize the plates or external load. No adverse event involving patient or user was reported.